Manufacturer narrative:
Pump was received with cracked belt clip slot at battery tube threads area, cracked battery tube threads, cracked case at display window corner and missing end cap sticker. Unit had intermittent button response due to flattened esc, act and up arrow buttons dome switch. Keypad connector was fully locked.

Event description:
The customer reported via phone call that the insulin pump has a piece of plastic missing between the reservoir compartment and battery compartment. Customer's blood glucose was 157 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.